Event description:
It was reported that during a clinical study atrial fibrillation (afib) case (repeat ablation), the patient suffered scrotum hematoma. Scrotal hematoma is a rare complication of bleeding after femoral artery puncture and therefore can be related to the sheath used for vascular access. The database reported that the sheath used was an agilis sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).